Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. The clinician replaced the device to continue to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be confirmed. Review of the log files showed the first case started on june 26 at 16:45:45 and ended at 20:45:49, during which the device prompted for a low battery. Later, at 23:01:02, the device was powered back on and again prompted a low battery warning and powered off after a 15-second countdown, which is expected behavior when operating on a depleted battery. There was no indication that auxiliary power was used during these events. The battery was not returned for evaluation. The device passed all tests, including a defibrillation cycle using battery power only, and was found to have no faults. The customer was advised to review their battery management practices. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.